Event description:
The device reportedly displayed a connect electrodes message during patient use. A more detailed narrative, including patient details and outcome, from the reported event were requested by the local service representative, but were not made available by the facility.